Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through edwards lifesciences heart implant patient registry (ipr), an sapien 3 valve was explanted approximately 54 days post implant. No further information regarding the reason for the valve explant is available at this time.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause of the severe pvl 54 days after implant cannot be determined based on the limited information available. However, there was no allegation or indication a product deficiency contributed to this adverse event. The facility declined to provide additional medical records for this event. Investigation results suggest that the mechanism described above may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
The patient had severe paravalvular leak (pvl) and the valve could not be ¿repaired¿. A decision was made to explant the valve. An attempt was made to implant a surgical valve; however, the valve was explanted at implant. Despite multiple attempts, no other information was forthcoming.